Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 457 mg/dl at the time of incident. The customer¿s current blood glucose value was 357 mg/dl. The customer did not experienced symptoms due to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was off the insulin pump due to under delivery on insulin pump. No further patient complication were reported. The customer will discontinue use of the device.

Manufacturer narrative:
Software 4.11c. Retainer ring black. On 28-feb-2022 customer stated device having high blood glucose and device under delivery. Device passed all functional testing including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0858 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the device history on the event date of 28-feb-2022 found no bolus deliveries. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The device was received with scratched case. In summary, customer allegation for device under delivering not confirmed during full functional testing. Unable to verify customer alleged for high blood glucose. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.